Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) followed up with the customer who stated that they had been using the system all day with no issues and would continue to monitor and call back if drifting returned. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm3) drifted into the patient as the surgeon stepped away. The procedure was able to be completed as planned, with no reports of patient injury.